Event description:
It was reported that inappropriate therapy due to noise was observed. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received external insulation abrasions were found at 12.2-12.8cm from the connector pin and 48.1-48.5cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at these locations. A fracture of the outer coil was found adjacent to the connector ring assembly. An external insulation abrasion was found at 3.3- 3.6cm from the is-1 connector pin, consistent with lead friction to the ICD can. The outer coil was visible at the same location. The external insulation abrasion or fracture could have caused the report field observation of noise.